Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device revealed that the stent was damaged. Two rows in the middle section of the stent were misaligned. There were also kinks identified along the entire length of the hypotube shaft. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the heavily calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon. A 3.0x28mm promus element stent delivery system (sds) was advanced but could not cross the lesion. After additional predilatation, a new 24x3.0mm promus element sds was used to complete the procedure. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the stent was damaged. This product is only ous approved but it is similar to an approved us device.